Event description:
As reported: "t2 alpha tibia spi operation. After reaming during the sleeve the surgeon didn¿t remove the inner metal sleeve before trying to insert the tibia nail. He hammered on the strike plate to insert the nail. When discovering that there were not room for inserting the nail through the sleeve he back slashed. The delta strike plate broke at the threads and the distal part couldn¿t be removed. After removing the metal inner sleeve the nail were placed correctly."

Manufacturer narrative:
The reported event was confirmed. The device returned broke on the transition radii of the thread undercut to the stop shoulder of the thread connection in a brittle manner, which proves that the material was subjected to a significant amount of undue stresses. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. With available information the event was not linked to a deficiency of the device. Above scenario was classified being user related.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "t2 alpha tibia spi operation. After reaming during the sleeve the surgeon didn¿t remove the inner metal sleeve before trying to insert the tibia nail. He hammered on the strike plate to insert the nail. When discovering that there were not room for inserting the nail through the sleeve he back slashed. The delta strike plate broke at the threads and the distal part couldn¿t be removed. After removing the metal inner sleeve the nail were placed correctly"